Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented for elective generator change out procedure. At the beginning of the procedure, fluoroscopy was performed revealing externalized conductors. The lead was otherwise electrically stable. The lead remained implanted and was reused. The patient was stable post procedure.